Event description:
A customer completed medwatch was received with the following information: "giving multiple injections independent of patient pressing button. Beep heard when button is not held or occluded. 30 injections in one hour given. Patient reports having only pressed button a few times." There was no patient injury or medical intervention associated with the report. No additional information.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted. The device has been requested but has not been received. A follow-up report will be filed if additional information becomes available.